Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. The unit had failed a battery test alarm with a test battery cap due to a corroded battery tube. The unit had cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the display window corner. (B)(4).

Event description:
The customer called in to report a blank display, and after changing the battery several times a failed battery test alarm. The customer's blood glucose level was 78 mg/dl. After receiving a new battery cap, the customer reported corrosion inside the battery compartment. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.